Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter for batch 19258293. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The shafts and tip were microscopically and visually examined and no damage or irregularities were identified. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 25x3.0mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick balloon catheter was advanced to dilate the lesion. However, the shaft fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patients' status was stable.